Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target vessel was treated with a pre-dilation balloon, then a promus premier select ous mr 4.00 x 12mm stent was tried to be implanted. The problem was that the stent could not get past the stenosis, so they took the stent out and dilated the vessel again. As they wanted to put the same stent back in the vessel the physician saw that the stent was deformed, so they had to use another one. The case was then completed without any problems.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on the mid-section of the stent, stent struts were lifted and pulled in a distal direction. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kink or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target vessel was treated with a pre-dilation balloon, then a promus premier select ous mr 4.00 x 12mm stent was tried to be implanted. The problem was that the stent could not get past the stenosis, so they took the stent out and dilated the vessel again. As they wanted to put the same stent back in the vessel the physician saw that the stent was deformed, so they had to use another one. The case was then completed without any problems.